Event description:
During attempted implant of the left ventricular (lv) lead, the lv lead with serial number (B)(4) dislodged during slitting. The lv lead was removed and a different lv lead with serial number (B)(4) was used. During attempted implant of the lv lead with serial number (B)(4), the suture sleeve moved down the lv lead and during attempted retrieval, the patient had bleeding. The suture sleeve was left in place and a new suture sleeve was used. There was difficulty removing the stylet from the lead body. During attempted removal of the stylet, the lv lead broke. The lv lead was removed and the procedure was rescheduled. The patient was in stable condition following the surgery and there were no adverse consequences. Related manufacturer's reference number: 2017865-2022-04479.

Manufacturer narrative:
The reported event was dislodgement. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection and x-ray examination of the lead found no anomalies with the exception of damage consistent with procedural damage. The s-curve hump height was measured within specifications.